Event description:
The 600ml transfer bag had an opening at the bottom of the bag. Bag was used for red blood cell collection during a bone marrow red blood cell reduction procedure. FDA safety report ID #(B)(4).